Event description:
It was initially reported to boston scientific corp, that a flexima biliary stent system was used during a stenting procedure on a pt. According to the complainant, the stent would not deploy. The suture was wrapped around the stent and would not let it deploy properly. The procedure was completed with another flexima biliary stent system. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as fine. This event has been deemed a reportable event based on the investigation results; stretched guide catheter.

Manufacturer narrative:
A visual eval found that the stent was wavy in appearance. The guide catheter had been partially retracted from the push catheter. The part of the guide catheter that had been retracted was accordion and buckled near the hub. The guide catheter was also stretched and kinked. The distal end of the push catheter was found to be bent and the suture hole was found to be torn slightly. The guide catheter was fully retracted with some resistance. The guide catheter was found to be collapsed and had a suture impression in it near the distal end. It is most likely that the catheter partially collapsed and the suture was tightened around the catheter not allowing it to be retracted easily for stent deployment. The most probable root cause is operational context. (B)(4).